Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a device alarm due to oversensing and high impedance on the right ventricular (rv) lead. The doctor first decided in loose set screw and planned to revise pocket. When the physician opened the pocket and tried to pull lead out of device, the doctor found that it is not loose set screw. Then doctor decided to change the device, because the doctor has experienced a header of malfunction. The device was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.